Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor was fractured in-vivo in the anchoring sleeve area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a heart rate in the thirties at times. Interrogation of the implantable pulse generator (ipg) showed the right atrial (ra) lead over and undersensing and not sensing. It was also reported the ra lead had high and undefined impedances and variable impedances as well as high and unstable thresholds and a polarity switch occurred on the ra lead. It was further reported the right ventricular (rv) lead exhibited chronically high thresholds. It was also noted there was an occasional atrial sensed beat without any conduction. The ra lead had previously been programmed off due to noise. The physician elected to explant and replace both the ra and rv leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.